Event description:
A malfunction alarm, identified as malf 12, was reported, with the issue persisting even after an initial reset attempt. There was no reported impact on the customer's blood glucose level. The customer planned to use a manual insulin delivery method (mdi) as a temporary measure.